Event description:
The hospital reported, "the hemopro jaws were difficult to open and close". The procedure was completed using a replacement device. There were no patient consequences. Upon receipt of product. Quality engineering failure analysis observed the hemopro device had overheated. This is an MDR reportable event.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Investigation results: the root cause of the device jaws being difficult to open and close was because the device overheated and fractured the straight cutter wire on the hot jaw. This caused a temporary jaw movement-issue. Customer complaint is confirmed. The lhr review could not be completed because the lot number was not provided by the hospital.